Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot #: f2102901 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) popped when the doctor pulled back the device. The procedure did not use an ante-grade or retrograde approach. The deployer was mynx trained. Hemostasis was achieved with manual compression. The patient was not hospitalized, or patient's hospitalization was extended. There was no reported patient injury. The device will be returned for evaluation

Manufacturer narrative:
As reported, the balloon of a 6f-7f mynx control vascular closure device (vcd) popped when the doctor pulled back the device. The procedure did not use an ante-grade or retrograde approach. The deployer was mynx trained. Hemostasis was achieved with manual compression. The patient was not hospitalized, or patient's hospitalization was extended. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2102901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as rapid inflation, and possible patient factors, such as calcified vessels, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow and no evidence of significant pvd in the vicinity of the puncture. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.